Manufacturer narrative:
(B)(4). Batch # t5ca5h. Additional information requested but not received: can you please explain more how the stapler ¿jammed¿? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? Or, were there any issues opening the jaws of the device? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/2. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy the device jammed during firing. A similar device was used to complete the procedure successfully. There were no adverse patient consequences.